Event description:
The customer complained that the control solution was out of range.

Manufacturer narrative:
The customer complained that the control solution was out of range. The control solution, test strips, and meter have not yet been returned. Upon receiving the serial number information for the control solution, test strips, and meter, we will promptly review the production records and initiate the relevant investigation. The user has not yet provided the nonconforming meter or related information. The fields for lot or batch number, serial number, and manufacturing date cannot be filled in. If the user provides the relevant information later, it will be filled in accordingly.